Manufacturer narrative:
UDI# : (B)(4). A full analysis of the data logs has been performed and revealed that a known software anomaly was at the origin of the reported event : the unexpected restart of the device during the process is due to the virtual memory mismanagement. This software anomaly will be addressed through our design issues management process.

Event description:
During navigation, the clinical representative (cr) heard the controller disconnect, with an audible click. About 30 seconds later, the software screen went black and came back to the rosa brain home screen. The cr loaded in the patient folder. Registration was still valid. The robot arm was cleared and re-navigated to the trajectory. This cases about a 2 to 5 minute delay in the case. There was no additional patient involvement, no additional anesthesia was given.